Manufacturer narrative:
Investigation results were made available device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the tip of the box chisel has cracked. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the instrument has been returned for an investigation. There is a crack at the tip of the instrument. The handle is an old design made from canevasit. Several signs of usage are visible. Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => possible, as the instrument has been manufactured before the implemention of the design change. - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> visual examination did not show any corrosion. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary the boxed chisel has been returned for an investigation. It has been manufactured prior to implementing a corrective and preventing action which led to a design change. An inclination/ cutting angle of the blade of only 15° on one of the 4 blades of the boxed chisel was determined to be a root cause since it was smaller as compared to all other zimmer winterthur chisels, making the blade less robust against high forces occurring. Therefore a design change has been implemented in (B)(6) 2015. Additionally, this instrument might have been on the market for almost 9 years and therefore used excessively. Based on the available information, further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The systematic assessment showed no systematic for the issue. The devices with old design on the market were found to be according specifications. However, a design change had been performed to improve the performance of the device. The reported complaint concerns a device which was manufactured before the design change took place. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the surgery on (B)(6) 2017 the end of the box chisel (instrument) cracked during routine use.